Manufacturer narrative:
H6: manufacuturing record for pulse generator was reviewed. Review of manufacturing record for pulse generator confirmed sterilization prior to distribution. Vns therapy system labeling lists infection as a potential adverse event, possbily associated with surgery. Device failure occurred, but did not directly cause or contribute to a death or serous injury. However, surgery to correct the device failure led to an infection.

Event description:
Reporter indicated that a system diagnostic test at an office visit resulted in high lead impedance. Patient was at the office for increased seizure activity. High lead impedance indicates a possible lead discontinuity. X-rays reviewed by surgeon revealed discontinuities of the distal leads consistent with a least two separate fractures. The patient underwent surgery to replace lead. The generator was replaced prophylactically. No report of serious injury from the lead discontinuity; however, a few weeks after the system replacement, the patient developed an infection. The vns therapy system was completely removed dud to the infection. The pulse generator and lead were discarded by the surgeon during surgery. Attempts to gather additional information from the treating neurologist and neurosurgeon have been unsuccessful.